Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy, when the shot is made, the staples are badly formed, and it is necessary to reinforce them with thread sutures. The procedure was delayed by 5-minutes. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: can you please confirm the product code(s) that are involved in this complaint? Gst45d refill not sent since contaminated and discarded.